Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system messages displayed" (device displays error message). A surgeon reported that multiple system messages were displayed during a surgery. The system was rebooted causing a delay of 7-10 minutes. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).